Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6),(B)(4). It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 231s and heparin was administered. There was pacing used during the deployment of navitor valve. The valve implanted after 1 re-sheathed -1, due to implant too high. The final implant depth was 5.2mm on left coronary cusp (lcc) and 5.6mm on the non-coronary cusp (ncc). The visualization technique was used to determine the implant depth was valvular sent frame alignment. After valve deployment, the patient developed left bundle branch block (lbbb) and no intervention required for lbbb. After the procedure, the patient was unable to get out of bed and got confused. There was no evidence of stroke.

Manufacturer narrative:
An event of left bundle branch block, movement disorder was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported left bundle branch block and movement disorder could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.